Event description:
I bought a lamp from amazon with the link www.amazon.com/dp/b06xcggj7c. I used it for a few days and found it to be overly drying and made me incredibly itchy, and it also burned my skin badly and have to go to hospital. It says that this is a prescription (rx) medical device in its package and manual. Why it is available on (B)(6) for sale to individual like me without prescription. It should be restricted on (B)(6). FDA safety report ID#: (B)(4).